Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was 78 mg/dl. The customer stated that she recently received the pump and it alarmed battery out limit for two weeks. The customer stated that the pump alarmed after battery change. The customer stated that the batteries were out of the pump greater than duration allowed by the pump. The customer was advised to monitor the pump and call if further assistance is needed. The customer declined to troubleshoot.